Manufacturer narrative:
The hospital biomedical engineer troubleshot this reported fault with gehc technical support. Resolution is unknown. Customer contact reported no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The patient was switched to manual ventilation. There was no report of patient injury.